Manufacturer narrative:
Date sent to the FDA: 10/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/15/2022. Additional b5 narrative: it was reported that the patient experienced pain, painful bulge in the left groin, hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted there was a new defect adjacent to the cord. With palpation, the previously placed mesh was identified. There was as a gap in the mesh at the internal ring through which the cord lipoma had been protruding. This area was clearly delineated and the decision was made to repair the indirect recurrence using a plug. It was reported that the patient experienced an unknown event. No additional information was provided.